Manufacturer narrative:
Based on the investigation, it was concluded that the system was not calibrated correctly prior to the hypo event and since the sensor reading did not cross the low alert threshold, the hypo alert was not asserted. It was also noticed that the predictive low alert option was not enabled, which is another alert feature to notify the user of a potential hypo event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2020 senseonics was made aware of an adverse event where the user experienced hypoglycemia and he treated with oral glucose tabs.